Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found to be operating in safety core. There was evidence of ventricular oversensing with pacing inhibition and inappropriate shocks. It is unknown if the pacing inhibition resulted in asystole greater than two seconds. The patient was hospitalized and the device was programmed off. Boston scientific technical services (ts) recommended device replacement. Surgical intervention was performed and the device was explanted without issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.